Manufacturer narrative:
All available information was investigated, and the reported inability to lower gripper was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported inability to lower gripper was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade of 3-4. During preparation, one of grippers did not lower as they were engaged simultaneously. The physician tried troubleshooting steps, advancing and retracting the lock lever several times. Still one gripper did not fully lower. The physician decided to not use the device. Another device was used and implanted with no reported issue, reducing mr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.